Event description:
Physician reported to the sales rep that 18 hours following an abdominal evisceration repair, a suture reportedly broke and the others were found untied. Pt was returned to the or for repair. No further events were reported. Pt is reported to have fully recovered.